Event description:
It was reported that during preparation for a coronary artery drug eluting stenting treatment procedure, stent damage occurred. It was noticed during preparation that the 2.75x28mm taxus express2 drug eluting stent (des) had stent strut damage on the distal end. The device did not enter the patient's body and another of the same device was used to complete the procedure. No patient complications were reported.

Manufacturer narrative:
.